Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4 device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. The subject device has not been returned to olympus for further evaluation and testing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. H3 other text : device not returned.

Event description:
An olympus representative reported that the customer had to connect/disconnect the 180 series endoscope to the subject device for the 190 series bronchoscope to work when connecting it. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.